Event description:
We had three patients with serious wounds who had skin grafting done. The surgeon had ordered and applied negative pressure wound therapy to minimize drainage remaining in contact with the grafted area. In all three cases the pumps did not alarm when there was no negative pressure applied. In at least two of the situations the tubing was clamped and the pump did not alarm.======================manufacturer response for negative pressure wound therapy pump and power cord, renasys go pump (per site reporter).======================the manufacturer is in the process of making revisions to the products to eliminate the clamps on the tubing and ensuring that if there is no negative pressure that the pump will alarm.======================manufacturer response for negative pressure wound therapy canister, renasys go canister (per site reporter).======================see previous note.======================manufacturer response for negative pressure wound dressing, renasys f/p (per site reporter).======================see previous note.